Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -03.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022; as a replacement lens. It was indicated that the patient experienced low vaulting with residual astigmatism. Lens remains implanted.

Manufacturer narrative:
Corrected data: g2: "other: italy" should be corrected to "other: france". Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -3.50 into the patient's right eye (od) on 14/oct/2022 as a replacement lens. The patient experienced low vaulting and residual astigmatism. The lens was repositioned and the problem was resolved. H6- health effect- impact code (f): "4628" and "4614" should be added and "2199" should be removed. H6- medical device problem code: "2993 should be added. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -3.50 into the patient's right eye (od) on (B)(6) 2022 as a replacement lens. The patient experienced low vaulting and refractive surprise. The lens was repositioned and the problem was resolved. (B)(4)